Manufacturer narrative:
Model numbers: balloon: 72400024, pump: 72404127. Serial numbers: balloon: (B)(4) pump: (B)(4). Catalog numbers: balloon: 72400024, pump: 72404127. UDI numbers: balloon: (B)(4), pump: (B)(4). Expiration dates: balloon: 11/22/2016, pump: 03/21/2010. Manufacture dates: balloon: 12/12/2011, pump: 04/01/2008. Implant dates: balloon: (B)(6) 2012, pump: (B)(6) 2008.

Event description:
It was reported that the patient experienced their recurring incontinence return slowly over a year with their artificial urinary sphincter. During revision, urethral atrophy due to the cuff was noted once the cuff was removed. The system was replaced with a 4.5 cm cuff, pump, and 61-70 cmh2o balloon. The patient was recovering from surgery.